Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was unknown mg/dl. The customer assisted with clearing the alarm.. The customer stated the motor error occurred once in the last 30 days. The customer use sensor feature in the pump. The customer was able to rewind. The customer was advised to return the pump with the battery and zero out the basal rates. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.